Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified shunt vein. A 7.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with this device. No patient complications were reported.